Manufacturer narrative:
E2402 denotes the symptom of distention. D3: manufacturer zip/postal: (B)(6). The upn was not reported from the site; thus, the UDI remains unavailable.

Event description:
It was reported that this subject was admitted to the hospital (and medically treated) for abdominal distension. On (B)(6) 2024, the subject was randomized to therasphere in the study with the planned treatment type of uni-lobar treatment. The treatment with therasphere was performed on (B)(6) 2024; 99mtc-maa angiogram was performed, and target volume was 81.45 cm3 with 3.81 gbq administered through a single vial. The total activity of therasphere delivery to lung was reported as 0.77 gbq, therasphere delivery to perfused liver tissue was 107.7 gy, and total radiation dose to lungs 3.9 gy and dose to perfused target tumor tissue was 411 gy. On (B)(6) 2024, 2 days post-index procedure the subject experienced malaise and was diagnosed with abdominal distension and the subject hospitalization was extended. No actions were taken to treat malaise, but medication was given or regimen adjusted to treat the event. Upon another admission on (B)(6) 2025, the subject underwent complete blood routine, biochemical, coagulation, tumor markers, electrocardiogram, and imaging examinations. The diagnosis results of upper abdomen revealed liver segment v lesions were reduced compared to before, and the edge enhanced nodules were reduced compared to before. Liver I, lamp segment nodules, and liver v segment nodules was increased compared to before and short-term follow-up was recommended. Cirrhosis with multiple regenerative nodules was considered similar to before however splenomegaly and ascites was increased compared to before. Multiple small cysts in the liver and small cysts in both kidneys were similar to before. On (B)(6) 2025, blood routine examinations revealed the following results: white blood cell count: 4.2 x 109/l, neutrophil percentage: 76.6, lymphocyte percentage: 8.3, red blood cell count: 3.77 x 1012/l, hemoglobin: 130 g/l, platelet count: 186 x 109/l. Coagulation factor four, d dimer: prothrombin time: 13.7 seconds. Dexketoprofen trometamol injection (50mg/daily, on (B)(6) 2025) was administered as a corrective action to treat the event of abdominal distension. On (B)(6) 2025, the subject condition was evaluated and was discharged on the same day.

Manufacturer narrative:
E2402 denotes the symptom of distention. D3, manufacturer zip/postal: (B)(6). G1, MFR site zip/post code: (B)(6). The upn was not reported from the site; thus, the UDI remains unavailable.

Event description:
It was reported that this subject was admitted to the hospital (and medically treated) for abdominal distension. On (B)(6) 2024, the subject was randomized to (therasphere arm) in the clinical study (main-in phase) with the planned treatment type was uni-lobar treatment. The treatment with therasphere was performed on (B)(6) 2024; 99mtc-maa angiogram was performed, and target volume was 81.45 cm3 with 3.81 gbq administered through a single vial. The total activity of therasphere delivery to lung was reported as 0.77 gbq, therasphere delivery to perfused liver tissue was 107.7 gy, and total radiation dose to lungs 3.9 gy and dose to perfused target tumor tissue was 411 gy. On (B)(6) 2024, 2 days post-index procedure the subject experienced malaise and was diagnosed with abdominal distension and the subject hospitalization was extended. No actions were taken to treat malaise, but medication was given or regimen adjusted to treat the event. Upon another admission on (B)(6) 2025 the subject underwent complete blood routine, biochemical, coagulation, tumor markers, electrocardiogram, and imaging examinations. The diagnosis results of upper abdomen revealed liver segment v lesions were reduced compared to before, and the edge enhanced nodules were reduced compared to before. Liver I, lamp segment nodules, and liver v segment nodules was increased compared to before and short-term follow-up was recommended. Cirrhosis with multiple regenerative nodules was considered similar to before however splenomegaly and ascites was increased compared to before. Multiple small cysts in the liver and small cysts in both kidneys were similar to before. On (B)(6) 2025, blood routine examinations revealed the following results: white blood cell count: 4.2 x 109/l, neutrophil percentage: 76.6, lymphocyte percentage: 8.3, red blood cell count: 3.77 x 1012/l, hemoglobin: 130 g/l, platelet count: 186 x 109/l. Coagulation factor four, d dimer: prothrombin time: 13.7 seconds. Dexketoprofen trometamol injection (50mg/daily, (B)(6) 2025) was administered as a corrective action to treat the event of abdominal distension. On (B)(6) 2025, the subject condition was evaluated and was discharged on the same day. Additional information was provided that re-treatment with therasphere was performed on (B)(6) 2024. Planned treatment type was selective treatment, and the target volume was 377.11cm3. A total of 8.31 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.226 gbq and total activity of therasphere delivery to perfused liver tissue 3.19 gbq. Radiation dose to perfused liver tissue was 411 gy and radiation dose to lungs was 11.3 gy. On (B)(6) 2025, the subject experienced abdominal pain. The subject had no clear cause of upper abdominal discomfort at home, experiencing intermittent dull pain that was tolerable. Therefore, treatment had not been administered. During the progression of the disease, the subject did not show any symptoms of fever, chills, nausea, vomiting, dizziness, fatigue, palpitations, or chest tightness; however, it was noted that the discomfort had intensified over the past week. On (B)(6) 2025, the subject was hospitalized and treated with liver protection therapies, spasmolytics, pain relief, fluid replacement, and nutritional support. The patient had experienced weight loss, with no further actions taken. On (B)(6) 2025, the patient was discharged in overall good condition; no abdominal pain or bloating, no chills or fever, and no discomfort such as nausea or vomiting.

Event description:
It was reported that this subject was admitted to the hospital (and medically treated) for abdominal distension. On (B)(6) 2024, the subject was randomized to (therasphere arm) in the clnical study (main-in phase) with the planned treatment type was uni-lobar treatment. The treatment with therasphere was performed on (B)(6) 2024; 99mtc-maa angiogram was performed, and target volume was 81.45 cm3 with 3.81 gbq administered through a single vial. The total activity of therasphere delivery to lung was reported as 0.77 gbq, therasphere delivery to perfused liver tissue was 107.7 gy, and total radiation dose to lungs 3.9 gy and dose to perfused target tumor tissue was 411 gy. On (B)(6) 2024, 2 days post-index procedure the subject experienced malaise and was diagnosed with abdominal distension and the subject hospitalization was extended. No actions were taken to treat malaise, but medication was given or regimen adjusted to treat the event. Upon another admission on (B)(6) 2025 the subject underwent complete blood routine, biochemical, coagulation, tumor markers, electrocardiogram, and imaging examinations. The diagnosis results of upper abdomen revealed liver segment v lesions were reduced compared to before, and the edge enhanced nodules were reduced compared to before. Liver I, lamp segment nodules, and liver v segment nodules was increased compared to before and short-term follow-up was recommended. Cirrhosis with multiple regenerative nodules was considered similar to before however splenomegaly and ascites was increased compared to before. Multiple small cysts in the liver and small cysts in both kidneys were similar to before. On (B)(6) 2025, blood routine examinations revealed the following results: white blood cell count: 4.2 x 109/l, neutrophil percentage: 76.6, lymphocyte percentage: 8.3, red blood cell count: 3.77 x 1012/l, hemoglobin: 130 g/l, platelet count: 186 x 109/l. Coagulation factor four, d dimer: prothrombin time: 13.7 seconds. Dexketoprofen trometamol injection (50mg/daily, (B)(6) 2025) was administered as a corrective action to treat the event of abdominal distension. On (B)(6) 2025, the subject condition was evaluated and was discharged on the same day. Additional information was provided that re-treatment with therasphere was performed on (B)(6) 2024. Planned treatment type was selective treatment, and the target volume was 377.11cm3. A total of 8.31 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.226 gbq and total activity of therasphere delivery to perfused liver tissue 3.19 gbq. Radiation dose to perfused liver tissue was 411 gy and radiation dose to lungs was 11.3 gy. On (B)(6) 2025, the subject experienced abdominal pain. The subject had no clear cause of upper abdominal discomfort at home, experiencing intermittent dull pain that was tolerable. Therefore, treatment had not been administered. During the progression of the disease, the subject did not show any symptoms of fever, chills, nausea, vomiting, dizziness, fatigue, palpitations, or chest tightness; however, it was noted that the discomfort had intensified over the past week. On (B)(6) 2025, the subject was hospitalized and treated with liver protection therapies, spasmolytics, pain relief, fluid replacement, and nutritional support. The patient had experienced weight loss, with no further actions taken. On (B)(6) 2025, the patient was discharged in overall good condition; no abdominal pain or bloating, no chills or fever, and no discomfort such as nausea or vomiting. Additional information reported that on 25-nov-2024, 97 days post therasphere treatment, the subject was noted with decrease in white blood cell count, neutrophil count decreased, and platelet count decreased. It was noted that no action was taken to treat the neutrophil and platelet count decreased; however, lusutrombopag tablets (3 mg/per day) and leucogen tablets (20 mg/ 3 times per day) was given for platelet count decrease. The decrease in white blood cells was treated with human granulocyte colony stimulating factor injection (150 ug/ once). Additional details provided that MRI findings indicated liver cirrhosis and ascites. The subject received appropriate pain/spasm relief and liver protection treatment.

Manufacturer narrative:
E2402 denotes the symptom of distention. D3, manufacturer zip/postal: (B)(6). G1, MFR site zip/post code: (B)(6). Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.

Event description:
It was reported that this subject was admitted to the hospital (and medically treated) for abdominal distension. On (B)(6) 2024, the subject was randomized to (therasphere arm) in the clinical study (main-in phase) with the planned treatment type was uni-lobar treatment. The treatment with therasphere was performed on (B)(6) 2024; 99mtc-maa angiogram was performed, and target volume was 81.45 cm3 with 3.81 gbq administered through a single vial. The total activity of therasphere delivery to lung was reported as 0.77 gbq, therasphere delivery to perfused liver tissue was 107.7 gy, and total radiation dose to lungs 3.9 gy and dose to perfused target tumor tissue was 411 gy. On (B)(6) 2024, 2 days post-index procedure the subject experienced malaise and was diagnosed with abdominal distension and the subject hospitalization was extended. No actions were taken to treat malaise, but medication was given or regimen adjusted to treat the event. Upon another admission on (B)(6) 2025 the subject underwent complete blood routine, biochemical, coagulation, tumor markers, electrocardiogram, and imaging examinations. The diagnosis results of upper abdomen revealed liver segment v lesions were reduced compared to before, and the edge enhanced nodules were reduced compared to before. Liver I, lamp segment nodules, and liver v segment nodules was increased compared to before and short-term follow-up was recommended. Cirrhosis with multiple regenerative nodules was considered similar to before however splenomegaly and ascites was increased compared to before. Multiple small cysts in the liver and small cysts in both kidneys were similar to before. On (B)(6) 2025, blood routine examinations revealed the following results: white blood cell count: 4.2 x 109/l, neutrophil percentage: 76.6, lymphocyte percentage: 8.3, red blood cell count: 3.77 x 1012/l, hemoglobin: 130 g/l, platelet count: 186 x 109/l. Coagulation factor four, d dimer: prothrombin time: 13.7 seconds. Dexketoprofen trometamol injection (50mg/daily, (B)(6) 2025- (B)(6) 2025) was administered as a corrective action to treat the event of abdominal distension. On (B)(6) 2025, the subject condition was evaluated and was discharged on the same day. Additional information was provided that re-treatment with therasphere was performed on (B)(6) 2024. Planned treatment type was selective treatment, and the target volume was 377.11cm3. A total of 8.31 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.226 gbq and total activity of therasphere delivery to perfused liver tissue 3.19 gbq. Radiation dose to perfused liver tissue was 411 gy and radiation dose to lungs was 11.3 gy. On (B)(6) 2025, the subject experienced abdominal pain. The subject had no clear cause of upper abdominal discomfort at home, experiencing intermittent dull pain that was tolerable. Therefore, treatment had not been administered. During the progression of the disease, the subject did not show any symptoms of fever, chills, nausea, vomiting, dizziness, fatigue, palpitations, or chest tightness; however, it was noted that the discomfort had intensified over the past week. On (B)(6) 2025, the subject was hospitalized and treated with liver protection therapies, spasmolytics, pain relief, fluid replacement, and nutritional support. The patient had experienced weight loss, with no further actions taken. On (B)(6) 2025, the patient was discharged in overall good condition; no abdominal pain or bloating, no chills or fever, and no discomfort such as nausea or vomiting. Additional information reported that on 25-nov-2024, 97 days post therasphere treatment, the subject was noted with decrease in white blood cell count, neutrophil count decreased, and platelet count decreased. It was noted that no action was taken to treat the neutrophil and platelet count decreased; however, lusutrombopag tablets (3 mg/per day) and leucogen tablets (20 mg/ 3 times per day) was given for platelet count decrease. The decrease in white blood cells was treated with human granulocyte colony stimulating factor injection (150 ug/ once).

Manufacturer narrative:
E2402 denotes the symptom of distention. D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql. The upn was not reported from the site; thus, the UDI remains unavailable.